Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog#: igtcfs-65-1-fem-celect (B)(4). Summary of investigational findings: imaging review confirmed that the filter was tilted(9°) and perforated(grade 2 and grade 3). Furthermore it showed that the filter hook abuts the wall of the ivc. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter tilt is a known potential complication of vena cava filters. Filter tilt may happen during placement or during implanting period. Also it is known that the filter hook could abut the ivc wall when filter is tilted. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803.

Event description:
Description of event according to study: during the index procedure on (B)(6) 2015, the patient received a celect® filter. The inferior vena cava (ivc) diameter at the intended filter location was 16 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast and filter legs did not appear outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 20.7 mm. There was no evidence of filter migration, extravasation of contrast, deformation, and filter legs did not appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 6.2 degrees. The patient was discharged on the same day. On (B)(6) 2016 (393 days post-procedure), the one year follow-up and imaging were completed. It was determined that filter retrieval could be attempted. No information has been submitted regarding a retrieval. Site CT noted: grade 1 filter leg interaction with ivc wall. Additional information received: 06oct2016: review CT from (b)6) 2016: grade 1 filter leg interaction - 7 legs. Grade 2 filter leg interaction ¿ 3 legs, no hemorrhage hematoma, or other clinical findings observed. Grade 3 filter leg interaction ¿ 1 leg, organ affected, vertebral body, no hemorrhage hematoma, or other clinical findings observed. Analysis ¿1 strut not visualized on CT¿. Patient outcome: the patient remains in the study. (B)(6) 2016 filter was removed endovascularly on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-fem-celect. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: during the index procedure on (B)(6) 2015, the patient received a celect filter. The inferior vena cava (ivc) diameter at the intended filter location was 16 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast and filter legs did not appear outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 20.7 mm. There was no evidence of filter migration, extravasation of contrast, deformation, and filter legs did not appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 6.2 degrees. The patient was discharged on the same day. On (B)(6) 2016 (393 days post-procedure), the one year follow-up and imaging were completed. It was determined that filter retrieval could be attempted. No information has been submitted regarding a retrieval. Site CT noted: grade 1 filter leg interaction with ivc wall. Addendum per cri: (B)(6) 2016. Review CT from (B)(6) 2016: grade 1 filter leg interaction - 7 legs. Grade 2 filter leg interaction - 3 legs, no hemorrhage hematoma, or other clinical findings observed. Grade 3 filter leg interaction - 1 leg, organ affected, vertebral body, no hemorrhage hematoma, or other clinical findings observed. Analysis "1 strut not visualized on CT". Patient outcome: the patient remains in the study. Date 06-oct-2016 filter was removed endovascularly on (B)(6) 2016.